Event description:
Facility reported a blood leak on the ninth use of a dialyzer. Dialysate tested positive for blood leak. Ebl 150cc. There was no patient injury reported. Patient was put on a new dialyzer was finished the treatment without any complications. A sample is available for evaluation.